Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned.

Event description:
It was reported by the sales rep that the facility had a device that during the flushing protocol, after receiving cryotherapy , the catheter was flushed with a 10 ml syringe and the white port popped on the nurse. The catheter was then exchanged with a different lot # and the procedure was completed without a problem.